Event description:
On (B)(6) 2012, the patient contacted animas and reported experiencing a blood glucose (bg) value in the range of 13 to 16mmol/l and felt light headed. The patient stated that she did not know why her bgs were higher in the morning but reportedly treated her high bgs via the pump and then her bgs reportedly went down to 7.00mmol/l. It was noted per the advisement from the health care provider (hcp), the patient recently started using pig insulin a week ago due to insulin resistance. The patient's bgs reportedly remained within normal limits except on (B)(6) 2012 when her bg reportedly went down to 1.0mmol/l without symptoms. It was noted that the patient believed her low bg was caused by activity. The patient reportedly increased her 9am basal setting from 0.950 units/hour to 1.150 units/ hour on her own without assistance from the hcp. The patient was reportedly concerned that other pump settings may need adjusting and that her bg issues may be caused from using new insulin. The patient denied having any illness. Customer support (cs) reviewed the pump with the patient and did not note any issues with the programming/settings with pump. Cs advised the patient to contact the hcp regarding her bgs and for assistance with adjusting pump settings. This complaint is being reported due to the patient experiencing a bg excursion while using insulin pump therapy.

Manufacturer narrative:
Use error contributed to the reported bg excursion as the patient was adjusting pump basal settings on her own without assistance from the health care provider (hcp). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.